Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Unit tested and passed all image and functional tests. A minor scratch on the ccd glass was observed not affecting image. A device history review revealed no issues that could have caused or contributed to the reported issue. Per instructions for use (IFU) it states: before each case, prepare and inspect this camera head as instructed below. Inspect other equipment to be used with this camera head as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, troubleshooting. If this camera head malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, returning the camera head for repair. Warning using a camera head that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Pg. 17 olympus will continue to monitor the field performance of this device.

Event description:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.

Manufacturer narrative:
The subject device was received and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported the subject device "will not focus". The issue was found at preparation for use. There was no patient impact, no harm reported due to the event.